Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on the day of the acute event, the patient was under significant emotional stress due to a scheduled appointment at a bank with their mother. Both reported experiencing high levels of stress during this interaction. Later that day, the patient was found by their mother in a state of distress. Emergency medical services were contacted immediately, and the patient was transported to the hospital via helicopter. The patient¿s symptoms included severe hypertension, nausea, general malaise, renal congestion and peripheral edema. The patient also reported that their blood glucose levels were at least 400 mg/dl, they were no longer measurable. It was reported that bolus corrections did not help. The patient stated that they did not notice that the cannula was no longer inserted in their abdomen, and there was leaking at the pod site. The patient was admitted to the hospital on (B)(6) 2025. The patient was diagnosed with hypertensive crisis, severe hyperglycemia (possible diabetic ketoacidosis or hyperosmolar state), anxiety exacerbation, renal impairment (likely secondary to pre-existing condition and acute stress), and hypothyroidism (managed during hospitalization). The patient was treated with long-acting insulin therapy and humalog were administered manually. Blood glucose levels were extremely elevated, exceeding measurable limits. Pre-existing conditions included thyroid dysfunction and gastrointestinal issues. Thyroid medication administered during hospitalization: eferox 50 ug tablets. The duration of hospitalization was approximately 1 ¿ 2 weeks. The patient was discharged on (B)(6) 2025.